Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer changed the cartridge, infusion set tubing and site multiple times. The customer's blood glucose (bg) was 400 mg/dl with ketones and an insulin injection was used to address the bg level. As the occlusions had occurred in the past and the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer was to revert to insulin injections to manage diabetes until more infusion sets are obtained.